Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the femoral artery. The 100% stenosed lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. The left superficial femoral artery was predilated with a 2.5mmx40mmx145cm coyote es balloon. The coyote es balloon was inflated an unknown number of inflations before it ruptured at unknown atms. The procedure was completed with another 2.5mmx40mmx145cm coyote es balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).